Manufacturer narrative:
The customer reported complaint of the lifeband clip could not lock in the drive shaft of the autopulse platform was not confirmed during the functional testing of the returned platform. Unable to duplicate the customer reported complaint during testing. The autopulse platform was tested with multiple lifebands and no discrepancies were observed. Based on the investigation for autopulse platform, we could not rule out the lifeband as defective. However, we cannot confirm at this time as the lifeband has not been returned for evaluation.

Event description:
Per reporter, the lifeband clip could not lock in the drive shaft of the autopulse platform. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence was reported. No further information was provided. For autopulse platform issue see MFR 3010617000-2020-00108.